Event description:
As part of a literature search it was reported that a potential off-label-use was detected in an article published in j laryngol otol.2022 feb 10:1-12, acrylic bone cement with tutopatch® for frontal sinus obliteration by b. Demir. The tutopatch® was placed between dura and the acrylic bone cement. Some patients had multiple post-operative complications, such as numbness at the incision site (7 patients), inflammation of the incision (4 patients), scarring (2 patients), and alopecia (2 patients).

Manufacturer narrative:
Unique identifiers were not provided in order to conduct a comprehensive records re-review. If additional information becomes available, a follow-up report will be submitted.